Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 30mg/dl with confusion and sweating. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the black box begins on (B)(6) 2017. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passed the delivery accuracy test; it was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.